Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that one day post implant a lead dislodgement was observed. Patient was asymptomatic. It was noted that during initial implant the physician had difficulty extending the helix and the pin was over rotated multiple times. The lead was explanted and replaced. Patient remains in good condition.